Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-103205, taperloc por lat fmrl 11x142, lot# 686650; item# 157448, m2a-magnum mod hd sz 48mm, lot# 471840; item# 139254, m2a-magnum 42-50mm tpr insrt-3 ,lot# 377850. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 4 1/2 years post initial implantation due to pain, osteolysis, staphylococcal infection. Attempts were made to obtain additional information; however, none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicate revision due to periprosthetic joint infection. Aspiration was noted with staphylococcal infection. Removed the cup and all the tissue appeared to be involved was excised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.